Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 440 mg/dl and 425 mg/dl. The customer did report symptoms like nausea and abdominal pain as a result of high blood glucose level. The customer stated that infusion set stopped working. It is unknown whether the customer was using the auto-mode feature. The insulin pump will not be returned for analysis.